Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of water droplets inside cassette cannot be replicated or confirmed. Visual and functional testing was performed. Reservoir. Cassette, cadd, 50ml, received no damage or anomalies were observed. In attempts to replicate clinical use the cassette was filled with 50ml of water using an ICU medical provided syringe. No leakage or issues filling were observed.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4 - catalog: possible # 21-9301-24. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water droplets were found inside the cassette before use. There was no patient involvement.